Event description:
It was reported that the patient presented in clinic. A device interrogation showed that the patient's right ventricular (rv) lead exhibited high, out-of-range pacing impedance and failure to capture. Programming changes were made to disable pacing and high voltage therapies. The patient was stable throughout.